Event description:
The customer reported one (1) erroneously depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The erroneously depressed sample result was not reported to the physician(s). The same sample was reprocessed on the original dimension vista 500 and an alternate dimension vista 500. Higher results were obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding one erroneously depressed vancomycin (vanc) patient result obtained on a dimension vista 500 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (20-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovered within the customer's acceptable ranges. No reagent or instrument issues were identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00220 was filed on 28-aug-2024.